Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via bha. During the trialing, the trial inner head and the trial bipolar cup with the snap retainer uncouple easily when the surgeon repositioned the patient after trialing with a broach. The surgery was completed within 30 minutes delay. No further information is available.